Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. Operative report from (B)(6) 2006 procedure noted patient had previously undergone a fixation procedure due to slipped capital femoral epiphysis and subsequent hardware removal procedure on unknown dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.